Event description:
A negative immulite hcg result was obtained on a patient sample. The original sample was retested and the hcg result was still negative. A new sample was drawn and the immulite hcg result was positive. The original patient sample was retested at a different lab and the hcg results were positive. Patient treatment was not altered and there was no report of adverse health consequences due to the discordant hcg result.

Manufacturer narrative:
Customer declined service and did not allow a siemens field service engineer (fse) to investigate the event. Analysis of the customer event report suspected that user error is the cause for discordant hcg result. No further evaluation of the device is required.